Manufacturer narrative:
One device was received for evaluation. Visual inspection found and verified the reported seal degradation problem. It was determined that the downstream occlusion (dso) seal was the root cause and was replaced. Service history review identified that the previous service, dated: 09-mar-2023, replaced ¿dso seal¿, which is related to the current complaint.

Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.